Event description:
Clinical specialist received call from doctor and was told by the doctor that the patient had an infection and planned to have the whole system (ipg and tined lead) explanted on (B)(6) 2020.